Event description:
It was reported that a shaft detachment occurred. A 4mm/1.5cm/140cm small peripheral cutting balloon was selected to treat the unspecified target lesion. During preparation, physician did no draw back on the syringe to its full volume to deflate the balloon and had difficulty removing the balloon protector. Upon removal of the balloon protector, it was noted that the shaft had detached. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR:, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer. The device was returned for analysis. The returned device had the balloon protector attached over the balloon. The catheter was returned in 2 sections as a result of a shaft detachment at 25cm from the catheter tip. Manual compression damage was noted also from 5cm -7cm from the catheter tip. A kink was present proximal to the proximal balloon bond approximately 3.2cm from the catheter tip. The damage noted on the returned unit is consistent with excessive force and compression being applied to the unit during handling. It was not possible to apply a vacuum to the balloon to remove the balloon protector as the shaft was broken, however the balloon protector was removed from the balloon with slight resistance. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu instructs the user how to perform balloon preparation prior to removal of the balloon protector. (B)(4).

Event description:
It was reported that a shaft detachment occurred. A 4mm/1.5cm/140cm small peripheral cutting balloon (tm) was selected to treat the unspecified target lesion. During preparation, physician did no draw back on the syringe to its full volume to deflate the balloon and had difficulty removing the balloon protector. Upon removal of the balloon protector, it was noted that the shaft had detached. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.